Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) with a pentaray nav high-density mapping eco catheter. The package had a hole in it. When the staff was pulling product for the case they noticed the catheter packaging had been compromised and had a large hole. Catheter was set aside and not used due to compromised packaging. No patient consequences were reported. Open pouch seal is MDR-reportable.

Manufacturer narrative:
It was reported that an unknown patient underwent an atrial fibrillation (afib) with a pentaray nav high-density mapping eco catheter. The package had a hole in it. When the staff was pulling product for the case they noticed the catheter packaging had been compromised and had a large hole. Catheter was set aside and not used due to compromised packaging. No patient consequences were reported. Device investigation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the webster catheter. The device was returned without its original package; the test cannot be performed due to the returned catheter. A manufacturing record evaluation was performed and no internal action was found during the review. All devices are manufactured, inspected, and released to approved specifications as part of bwi's quality process. The instructions for use contain the following warning: inspect the catheter packaging before use. If the package is open or damaged, return the catheter to biosense webster. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).